Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged, exhibited high pacing thresholds and placement difficulty. Additional information revealed the lead had pulled back as seen on x-ray. The lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance test was completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Visual inspections of the lead body, found a cut in the insulation at 267 millimeters from the terminal pin. There is nothing visually wrong with the lead that would cause a placement difficulty. Laboratory testing was unable to reproduce the reported clinical observations.